Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a decline in performance with the device; the issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6), 2015; during the same surgery the patient was reimplanted with a new device.